Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 640mcg/day via an implantable pump. It was reported that per the healthcare provider the patient has had wild swings in his condition where he experienced periodic episodes of extreme spasticity return as well as episodes of what appeared to be overdose over the past several months. In regards to if there were any environmental, external or patient factors that may have led or contributed to the issue it was noted ¿none to report¿. The diagnostics and troubleshooting performed was per the healthcare provider, the patient has had multiple work ups over the past several months including dye studies, MRI and a CT mylogram. (Exact dates are unknown). Everything checked out as "normal" as it pertained to the pump and catheter. No definitive conclusions were obtained. Yesterday in surgery the reporter read the pump logs in pre-op and everything checked out. Intra-op, the healthcare provider visually evaluated the catheter and found no abnormalities and also tested it thru the cap (catheter access port) and was able to aspirate freely. Also, the actual reservoir volume was 28ml and the expected was 24.5ml when the pump was drained. The actions and interventions taken to res olve the issue was with no definitive answers obtained, the healthcare provider decided to simply replace the entire pump and catheter system. He did leave the old catheter in place and ligated the catheter in the pump pocket. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3 ¿ analysis of the pump found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.